Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had pulled back into the right atrium. An increase in thresholds with high values were also noted on this lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.